Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04595. It was reported the patient's supra-orbital (off label use) lead has three invalid contacts. The patient underwent surgery where it was noted there was fluid in one of the extension headers. The extension was explanted and replaced which resolved the issue. Note: the patient had two extensions implanted and it is unknown which extension was replaced. Therefore both extensions are being reported.